Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose of 600 mg/dl. Customer was unable to use the device after the device alarmed a compromised force sensor system alarm. Customer was not wearing the device during time of hospitalization. Customer was off the device 2 to 3 days prior to the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.